Event description:
Customer reported via email on (B)(6) 2013; routine acetabular preparation for trident hemispherical solid backed shell using hip 1.4 navigation on (B)(6) female. Under reamed by 1mm. (Reamed 51mm to implant 52mm shell) when impacting the solid backed 52mm shell, surgeon said they had some initial fixation, however, when surgeon tried to fully seat the shell, fixation was lost and the shell would not grip. Surgeon removed the shell and re reamed with the 51mm reamer (greatbatch part 2102-0451, lot v34647001) to deepen the acetabulum. The surgeon then reinserted the 52mm solid backed trident shell and again the shell would not grip. Surgeon decided to utilize a 52mm trident hemispherical cluster shell. The surgeon had difficulty with fixation with this shell too and 3 screws were required to give some initial stability. Surgeon has requested eval of the shell as well as the 51mm reamer (greatbatch part 2102-0451, lot v34647001). Procedure was completed successfully; however, add'l surgical time was required to implant second acetabular component with screws.

Manufacturer narrative:
It is not known if the 51mm reamer failed or malfunction during the procedure. Customer has requested an eval of the part to determine if it could have attributed to the delay in surgery. The investigation is in process and once completed, a supplemental medwatch 3500a form will be submitted.

Manufacturer narrative:
This supplement report number should have been marked as follow-up 001 but it was inadvertently numbered as follow-up 002 and submitted in error. Date of FDA request and viant medical awareness of error.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.